Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a vf egm with a shock was observed. Technical services reviewed the egm and discussed noise on both leads. Increase mentoring and chest x-rays were suggested. The leads remains implanted.